Event description:
(B)(4). Excessive bleeding, chronic pain, 2 heavy periods a month, bloated, severe migraines, blurred vision, pelvic/abdominal pain, severe lower back pain, joint pain, leg pain, heavy weight gain, tiredness, severe itching all over, metal taste in mouth, tender breast, pain with sex, big clotting with periods, heavy vaginal discharge, depression, mood swings, insomnia, stabbing pains in vagina and rectum, anxiety, tingling and numbness all over body, hair loss, chest pain.